Manufacturer narrative:
Contact office address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non dehp solution set leaked. This was noted approximately 425ml into a 500ml etoposide infusion. The leak was observed at the site of the filter. The infusion was stopped and the spill was cleaned. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.